Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 499 mg/dl at the time of incident. Customer used the pump to treat for high blood glucose. Customer declined troubleshoot for high blood glucose. Customer stated that they batteries are dying every could of days. Customer thought it was an issue with their battery. The batteries started then dying every 30 mins. They get an alarm that the batteries are dead. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer states the battery was not previously used. Customer states the pump was not dropped. This is the second occurrence of replace battery now without a low battery warning. Advise the pump will need to be replaced. Insulin pump is expected to return for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o- ring, scratched case, missing display window cover and minor scratched lcd window. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir tube retainer.